Event description:
A health care professional reported receiving a reading of "lo" (less than 20 mg/dl) on their blood glucose monitor. The laboratory reference reading of 500 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer's reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, a reading of 20 mg/dl was found in the meter's memory log on (B)(6) 2010 at 12:30pm. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.